Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported error, however, the programmer booted up to gray screen. The lvds (low voltage differential signaling) printed circuit board assembly was found loose. It was noted a system error was found in the programmer error logs. Product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer would not boot up and displayed an error message. The programmer was returned for repair. No patient complications have been reported as a result of this event.